Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 85" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
While attempting to deploy a palmaz stent in a patient¿s renal artery, the balloon of the stent delivery system (sds) ¿ruptured, tore, and became retained within the renal stent¿. The sds was removed with ¿force¿; however, multiple fragments of the balloon remained missing. Furthermore, during removal of the sds, a fragment of the guidewire broke off inside the renal artery, itself. The patient¿s kidneys began to fail and emergency surgery to stabilize him ensued. There remained fragments of the balloon and wire in the renal artery that the physician was unable to locate or remove.

Manufacturer narrative:
Please note medwatch report number 9616099-2010-00237 is being unreported as, during further investigation, it was noted that this case had been previously reported under medwatch report number 9610978-2006-00359. Therefore, the event will remain captured under medwatch report number 9610978-2006-00359 and any future updates to this case will be submitted under medwatch number 9610978-2006-00359.